Event description:
When the nurse bent down to plug in an infusion pump, her knee gave out when attempting to stand, which caused her to bump into and lean on the humidifier end of the datex-ohmeda giraffe omnibed. The humidifier was on and running, so the water was heated. Investigation found the water running at greater than 150 degrees f (158 f), and the top surface area to be at 118 degrees f (normal). After the event was discussed with datex-ohmeda technical support engineer, it was confirmed that the heater element itself runs at 200 degrees f. The operating temperatures and the temperature was within normal specifications, though not listed in the service manual. We believe the jarring of the unit when the staff member attempted to gain her balance caused the water to slosh in the reservoir, and caused a small 2nd degree burn (about the size of a nickel) where she was used the unit for support. We have attached warning labels to the reservoir on all of our datex-ohmeda giraffe omnibeds so staff is aware that this area is hot when humidifier is running.